Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump was receiving an alarm during the priming process. The customer's blood glucose reading was 104 mg/dl. The customer reported that the drive support cap is protruded. Advised customer the insulin pump will be replaced. No further information reported.